Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a communication failure could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that channel a didn't have anything infusing, channel b was infusing ivf at kvo, channel c had a communication failure with nothing infusing or even inserted in the channel, and channel d had levophed infusing. No one touched or was even near the pump at the time the communication error occurred. Biomed received only channels b and c. The iuis on several devices had green spots and were replaced.